Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The customer did not allege any issue with the device. She stated that the surgeon nicked a vessel with an unknown device which caused the bleeding. When asked, she was adamant that there was no malfunction, she wanted to report the incident as it involved a patient death. Additional information received: spoke with the account contact and she provided the following additional information: a veress needle was used to do a low pressure insufflation. The surgeon then introduced the trocar which hit a major vessel. The patient went into cardiac arrest requiring CPR. The resuscitation efforts were continued until the patient achieved a pulse. The total time of CPR was not specified. The intubated patient was then transported to (B)(6) and later died. The account contact reiterated that the device functioned as intended and the major vessel injury was due to the surgeon technique. She also stated that the facility was awaiting the coroner¿s report. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the operative report available? If yes, can you please send it to productcomplaint1@its.jnj.com. Was an autopsy done? If yes, is the autopsy report available? What was the patient positioning during the trocar insertion? Was this the primary trocar or the secondary trocar (ancillary port)? What vessel did the device hit? Was a 5mm camera in the obturator of the trocar for a visual when inserting the trocar? What is the surgeon¿s experience with bladeless trocars? Would the surgeon be willing to speak with ethicon medical and engineering personnel?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon noticed blood inside of the patient. The patient coded and was sent to an emergency room where she expired. There was no alleged deficiency with the device.